Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that her onetouch ultra meter read ¿apply sample¿ whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that ¿2 weeks ago/noon¿ she obtained an ¿apply sample¿ message on the subject meter. The patient manages her diabetes by self-adjusting her insulin. The patient stated that after the alleged issue she developed symptoms of ¿feeling woozy¿. However, the patient denied receiving any treatment. At the time of troubleshooting, the cca noted that the correct test strips were being used. Cca also determined that incorrect testing steps where being used, ¿customer was placing blood on test strip before placing test strip in the meter¿. However the issue was not resolved through troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.